Event description:
Customer reportedly rec'd results of hi (greater than 600 mg/dl) and 120 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.